Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported device issue.  Physio-control replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing.  The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had powered itself off and would not power back on. There was no report of any patient use associated with the reported issue.